Manufacturer narrative:
The root cause of the reported issue cannot be traced to monarch system, and this issue occurred due to hospital it setting not allowing monarch system to connect to network.

Event description:
It was reported that the all the users passwords had expired and they were unable to login to the monarch system. The physician elected to abort the case and rescheduled.